Event description:
It was reported that the pt was seen on (B)(6) 2010, at the pt's health care provider's (hcp) office with a complaint of discomfort at the pump site. Examination of the pump site indicated redness, swelling, and some pus. As the symptoms did not decrease the following day, the pt was admitted to the hospital. It was determined that the pt had a bacterial infection. It was suggested that, due to the infection, the implanted system would not be explanted. The pt stated that some weight was lost (not clear if this was related), so it appeared as though the pump was "sticking out more." No further info was provided regarding the concentration or dosage of the medication used in the pt's pump. No further details or pt outcome were provided. A medical consultant indicated, in response to a medical injury from the pt's physician, that the infection was a potential pt adverse event. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).